Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced recurrent hypoglycemia while on school break with an altered eating schedule, including one event with a nadir blood glucose of 41 mg/dl lasting about 40 minutes; low alerts were received and the event was corrected with oral carbohydrates and protein per the 15-15 rule, and no seizures or loss of consciousness occurred. Symptoms included hypoglycemia. Outcomes included the need for assistance from school nursing staff to obtain carbohydrates, without emergency medical intervention or hospitalization. Investigation included complaint handling, user education on meal spacing to support algorithm adaptation, and assignment for additional training, with coordination to consult the user¿s trainer regarding a potential system reset. Investigation of this case revealed no device alarms or malfunctions and suggested the likely contribution of changes in meal timing to the observed lows, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.